Event description:
The pt's husband stated that since yesterday, his wife had a "redness about the size of a lemon on the pump pocket site and warm to the touch." The pt's husband stated that "it was more swollen than before." She experienced more dizziness than normal. The pt's husband stated that the pump had moved. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).